Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 15mmx3.00mm wolverine cutting balloon was selected for use. During the procedure, a pinhole ruptured near the middle part of the balloon upon fourth inflation at 12 atmospheres for 10 seconds. The device was removed without any issue and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.